Event description:
It was reported that a malfunction occurred after the customer spent the day outside in hot and humid weather. The impact on the customer's blood glucose level was unknown, as the customer declined to provide specific details. Technical support provided instructions on resetting the pump, and the customer was able to reset the malfunction code successfully. The issue did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any further malfunction codes appeared. The customer acknowledged and understood the guidance provided.